Event description:
Patient with diabetes reported the needle at the end of the tubing appeared crooked, with insulin leaking from the plastic portion of the infusion set rather than the needle, no insulin was observed dripping from the needle tip, and no droplets were seen at the end of the infusion set. Visible damage was noted as a bent needle at the end of the tubing, with no kinks or twists reported elsewhere. The patient replaced the tubing and was able to prime successfully. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.